Event description:
Report received from abbott international affiliate (abbott australia) reporting an overdelivery related to patient tampering. The report states: "a patient was receiving an IV pca infusion via the apm. When the nursing staff checked the history it was found that pt had acutally received some "loading doses" which were not prescribed by the medical staff, nor delivered by the nursing staff. The nurses thought it may have been a malfunction of the apm so decided to change the pump. However, later in the day it was again discovered that more "loading doses" had been administered. It transpired that the patient had discovered how to remove the keypad lock and give themself the following morning before the incident could be investigated. "There was no prescription information available. Though requested, there was no additional information available.